Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that material, such as "crud" or "blood" was observed on the sphere-9 catheter after an ablation procedure involving extensive ablations in the left ventricle. The issue was observed upon removal of the device. The procedure was completed with no impact from the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: product event summary: the image files and the afr-00001 catheter with lot number 0230455801 were returned and analyzed. Image files were reviewed and confirmed that material was located on the catheter lattice. During the external visual inspection, very small amount of foreign material was seen attached to the tip of the lattice of the catheter. The cirris tester was used on the catheter for the shorts and mapping tests, which had passing results. A multimeter and a breakout fixture (fxt-00161) were used to check for any shorts to braid, but none were found. The catheter was functionally tested using test capital equipment. Radiofrequency (rf) and pulsed field (pf) ablations were completed successfully with the catheter. A new map was started, and the catheter was able to map appropriately. In conclusion, the reported issue (material, such as "crud" or "blood" on catheter lattice) was confirmed though the data analysis. The catheter passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.